Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 5089443.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.